Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had exhibited noise and oversensing which lead to inappropriate therapy. The patient was then hospitalized. Subsequently, the patient underwent a revision procedure and the patient's right ventricular (rv) lead was explanted and replaced. No further complications have been reported. This product remains in-service.